Event description:
It was reported that during an egd with dilation, the pt was someone who had a resected esophagus. The end of the dilator protruded into the stomach and caused a perforation. Bleeding did occur. Not known how much blood was lost. Unk if transfusion needed. Pt had a reoperation to correct the perforation. Product director and rep met with user, he confirmed that he was unfamiliar with correct use of device and therefore implemented his own technique. Doctor assumes full responsibility for the outcome of this case. Pt is home and doing fine.